Event description:
It was reported by a customer on (B)(6) 2011 during the procedure after about 2 minutes a shock was spontaneously felt in the uteroscope. Per the customer, the procedure was stopped immediately. The customer reported the fiber tip was broke, 4 cm, and was in the patient's kidney. Per the customer, the fiber was tested before being introduced into the laser. Per the customer, the fiber tip was removed from the patient's kidney with forceps. The customer reported this resulted in a superficial trauma of the patient's urethra due to the size of the fiber fragment. Per the customer, the laser procedure was stopped even though the stones were not cut into pieces.